Manufacturer narrative:
The introducer passed all the post sterile inspection checks. The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided.

Event description:
It was reported that a patient implanted with an impella cp experienced drainage and a hematoma at the insertion site. The pump was explanted.